Manufacturer narrative:
Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the (B)(4), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. In this case, the exact cause of the stenosis cannot be confirmed. It is possible that the patient¿s predisposition to calcification contributed to the late stenosis. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
As reported through german trials, approximately 4 years after tavi patient presented with symptoms of dyspnea and increased gradients. At that time, the valve mean gradient was 39mmhg. A sapien 3 valve was deployed inside the 23mm sapien xt valve. 3 years and 2 months post tavr procedure, the patient developed an increase in aortic gradients. Echo showed no central leak and a mean gradient of 22mmhg. Eoa 1.35cm2. The previous year, the mean gradient was 11mmhg. There were no morphologic changes in transthoracic echo and the patient has no symptoms. No actions were taken at that time. It was perceived that calcification of the leaflets seen on echo was the cause of the stenosis. There were patient conditions identified as being a predisposition to calcification such as history of porcelain aorta and mitral ring calcification.